Event description:
The dexcom g7 glucose monitor stopped working with no glucose readings (which mean no alarms for a low) between 2:34am and 8:09am. This is potentially dangerous while sleeping as a type 1 diabetic, with a risk of dka (diabetic ketoacidosis). This is not the first time of device failure! There have been other dexcom g7 cgms with readings that are incorrect and have been off by 30-50. Some alarms for low readings have gone off during sleep, even though the device has not been receiving pressure. Please note that the wait times on the phone are unreasonable and that is why this hasn't been reported over the phone.